Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Yellow and brown material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow and brown material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
Additional information received on 3/8/2019 indicated the doi was in 2005 but did not specify the exact date. Since the device was manufactured on 6/17/2005, the doi has been estimated as (B)(6) 2005. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/28/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 11/26/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round high profile 325cc saline prosthesis, catalog: 3501650, lot: 237484. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision with mentor smooth round high profile 325cc saline prostheses experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent right breast capsulectomy, left breast capsulotomy, and bilateral removal and replacement with unspecified cohesive gel implants on (B)(6) 2018. It was noted the right breast capsule had developed thickening during procedure. No complications were noted and the patient tolerated the procedure well.